Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that the patient(pt) stated they received a new replacement communicator. Patient said that they were getting device not responding screen. Agent had patient start implant charging session and recharger app and implant battery showed low (red battery). Agent advised that patient charge implant up to where it shows implant percentage and then pt should be able to pair new communicator and connect with implant. Patient mentioned that putting anything over their implant was painful and said they feel sensation going down their leg when they charge. Patient has MRI on monday and may call back for assistance with MRI mode/pairing new communicator. Additional information was received from the patient regarding their recharger. The caller stated that the patient received error code 4101 and they are having trouble charging the patient's implant. The patient confirmed they pressed ok and tried recharging again, but they have been trying to charge for the last 2 hours but their implant is not charging. The patient stated that they just got a new communicator, and they were hoping that that would resolve the issue but it didn't. The patient hadn't used their implanted neurostimulator for quite some time, but now they needed to charge it in order to put it into MRI mode. Patient stated that they could feel their implant getting a charge because they felt a pulsing sensation, but the handset did not indicate that the ins battery was increasing. Agent reviewed error code 4101 with the caller. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm90p0 (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was not effective for them and the ins caused them pain due to implant location. The patient stated that the ins caused them pain if it touched a hard surface, while sitting in a chair, or even standing. The patient's healthcare provider (hcp) adjusted the ins after 6 months, but it didn't help. The hcp told the patient that their only option was to have the ins removed. However, the patient said they chose not to have the ins removed because it would cause more pain due to their nerve condition. The patient's reason for calling was to report that the communicator was not connecting to the ins. The patient mentioned that their nurses tried to troubleshoot, but they could not resolve the issue. The patient did not wish to troubleshoot further. The patient said they have an MRI scheduled for (B)(6) 2024 to address a speech issue, so they will need a functioning communicator in order to activate MRI mode. The issue was not resolved. An email was sent to the repair department to replace the communicator.